Event description:
New information notes that after the patient was brought in the clinic for suspect lead dislodgement, a chest x-ray was done which showed the lead to be still in place. The impedance was found to be high on all vectors. The physician suspects the lead tip might be causing some edema due to the curve of the lead which will settle in a few weeks or a possible infarction in the work which he scheduled some tests for the patient to check into. No issue with the lead at all. Programming changes were made to avoid the impedance alerts coming through remote monitoring. The patient was in good condition before and after the check with no consequences on the patient at all. The lead was left in place with no surgical intervention required.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high lv lead impedance out of range alert through remote monitoring services was observed. The lead remains implanted.